Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the device was not properly connected resulting in the reported leak; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the indeflator was used and a leak was noted at the plunger, inside the barrel. It was noted that there was about 15 cc of fluid inside the device at the beginning of the procedure, and only about 3 cc at the end. The procedure was successfully completed with the same device as it was working ok. There was no adverse patient effect and no clinically significant delay. No additional information was provided.